Manufacturer narrative:
Product analysis: the device was detached along the hypotube 52.3cm distal to the distal end of the strain relief. The hypotube was oval and uneven on both sides of the break. On the proximal portion of the detached device, the hypotube is kinked 6.5cm proximal to the break site. On the distal portion of the device, the device is kinked 13.2cm distal to the break site. There were numerous kinks present along the hypotube.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a slightly calcified and moderately tortuous mid lad lesion exhibiting 80% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was pre-dilated. During delivery, the device did not pass through a previously deployed stent. Resistance was reported when advancing the device. It was reported that the device detached in a mid location during delivery through the vessel. The physician used a snare which was unsuccessful. They were able to trap the shaft with a balloon and remove the entire system. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.